Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25jul2019. The onsite technician evaluated the unit and contacted philips customer service for support. The machine was reprogrammed and has now been put back in to use. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Customer resolved.

Event description:
Customer reported error code- system error 22, corrupt calibration table. The customer reported there was no patient involvement.